Event description:
A malfunction was reported, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to reach out again if the malfunction code appeared once more.